Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that, "patient has implanted port-a-cath. At home, end of port-a-cath needle line broke above the fused connector site at the end. This resulted in an unknown loss of biotherapy administration to patient over an unknown amount of hours as family was unsure when the event initially occurred. Once the family realized this breakage, they clamped the tube with a kelly clamp they had at home at the instruction of the medical team over the phone. There was a delay in the patient arriving to hospital to have the issue rectified immediately due to a lack of urgency understood by family. The patient eventually arrived to hospital to have the port needle and biotherapy infusion bag changed, and the issue rectified. It was described by the patient's mother that the patient often has the tubing pulled taught in various instances at home. The examples given by the mother were the patient's younger toddler sister stepping on it, or the patient's line getting caught around doorknobs, etc."